Event description:
When attempting to remove uterus via vagina, the v-care separated from the uterus. The green portion of the v-care as well as the plastic balloon, broke off and were located in the vagina. Dr. (B)(6) was able to gather the 2 pieces and robotically give them to the scrub nurse to move vaginally. The v-care was identified to have all pieces outside of the pt's body. FDA safety report ID# (B)(4).